Manufacturer narrative:
D9: date returned to mfg (B)(6) 2024. One device was received for evaluation. Visual inspection found the device to be in used condition, a peeled dso seal, scratched lcd lens, cracked battery door and battery compartment. There was no evidence in the event history log. Functional testing was able to verify the reported problem; however, the device was functioning withing manufacturing specifications. Preventative maintenance was performed. The spring, pogo contact, dso seal, lcd lens, lens seal, battery door, compartment, separator, insulator, gasket grey, gasket black, keypad, overlay, rear label and side label were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had low accuracy or under infusion. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no patient harm/adverse event was reported.